Manufacturer narrative:
The compact test drum is the suspect product.

Event description:
Pt reported obtaining back-to-back blood glucose results of 11 mg/dl, 170 mg/dl, 214 mg/dl, and 314 mg/dl on the compact system. Five days later, pt reportedly performed additional back-to-back tests on the compact system with results of "hi" (> 600 mg/dl) and 27 mg/dl. Pt stated that at the times the results were obtained, he was not exhibiting symptoms of hypoglycemia or hyperglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Compact system: meter, compact strip lot and expiration date were not provided.